Event description:
Same case as MFR#: 2134265-2010-04404, 2134265-2010-04406. (B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. In (B)(6) 2005, the proximal left anterior descending artery was treated with a 2.75x28mm taxus express2 stent. Residual stenosis was less than or equal to 30%. The obtuse marginal was assessed as a type e bifurcation lesion and was treated via provisional t-stenting. The side branch was treated with a 2.25x24mm taxus express2 stent. Residual stenosis in both the main vessel and side branch was less than or equal to 30%. A staged procedure was planned due to the patient's renal insufficiency and age. The patient was discharged 1 day later on asa and clopidogrel and others. At 3 months later, the patient underwent the staged procedure. The distal right coronary artery was assessed as a type a bifurcation lesion and was treated via provisional t-stenting. The main vessel was treated with a 2.75x16mm taxus liberte stent. Residual stenosis in both the main and side branch was less than or equal to 30%. In (B)(6)2010 the patient expired. Cause of death is unknown, however, the site reported the term "cardiac". Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's death was due to cardiac arrest.